Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.

Event description:
It was reported the PICC extension tube is not tightly connected, and it can be easily disengaged when the hand is inserted. No other information was provided.

Event description:
It was reported the PICC extension tube is not tightly connected, and it can be easily disengaged when the hand is inserted. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged connector assembly is confirmed and was determined to be use related. The product returned for evaluation was a 4fr groshong nxt clearvue two-piece connector assembly. The assembled connector pieces were able to be pulled apart by hand with a moderate amount of force. Microscopic inspection revealed no damage on the locking arms of the proximal connector piece. There was a small gap between the assembled connector pieces. The distal connector piece was dissected and revealed the blue compression sleeve was bunched up and completely advanced into the taper region of the distal connector. Some light use residue was observed. The advancement of the compression sleeve into the taper region of the distal connector suggests the connector assembly was assembled prior to connecting the catheter to the proximal connector piece or an object was inserted into the distal connector piece. This complaint will be recorded for future trending and monitoring purposes.